Manufacturer narrative:
(B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary fully covered rmv stent has been implanted to treat a 3 cm benign stricture in the distal common bile duct (cbd) during a stenting procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous but the distal portion of the cbd was tight and was not dilated prior to stent placement. According to the complainant, during the procedure, within 10 seconds after complete stent deployment, the stent moved out of its position. It was noticed that the stent did not fully expand. Reportedly, the stent remains implanted and the physician was comfortable leaving the stent in place. However, an 8cm wallfex biliary fully covered stent was inserted inside the first stent covering it from both proximal and distal ends to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.